Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 12:00pm after the end user received higher than normal blood glucose readings from her prodigy diabetes meter. The end user stated she felt weak was incoherent and passed out. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result was 38 mg/dl. The end user was given sugar water and a d50 solution to assist with raising her blood glucose. She was transported to the ER and her blood glucose had surged to 64 mg/dl. She was given an additional IV with d50 solution and admitted to the hospital. At the time of this call the end user was still in the hospital and no additional details were provided in regards to this medical event.